Event description:
Note: event and procedure dates were not provided by user facility. It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during procedure preparation the clip would not open. There has been no report of complications or injury as a result of this event. The patient's condition post procedure has not been provided. Requests for additional information have been made. No additional information has been provided by the user facility to date.

Manufacturer narrative:
(B) (4) - other (failure to open). The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).